Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-00010 pertains to the other device. It was reported to boston scientific corporation that an obtryx ii halo was used during a sling placement on (B)(6) 2013. According to the complainant, after placement of the sling, it was noted that one ureter did not pass urine. The implanted device was removed and a second of the same device was replaced without problem. A cystoscopy was done which later confirmed that both ureters were working. Two days post procedure, the patient experienced severe pain in the lower back and some numbness in one leg and sought medical attention. The patient also reported that she was continent, had no voiding dysfunction and afebrile. The patient later reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient¿s bmi is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.